Event description:
It was reported that there was a pump problem regarding a volume discrepancy where the actual residual volume (arv) was less than the expected residual volume (erv). Arv was 0ml ¿got back bubbles¿ and erv was 2.5ml. The patient reported that their upper body and legs were shaky starting ¿yesterday¿ (B)(6) 2015; at refill the healthcare professional (hcp) also noted shakiness of the patient¿s upper body. The low reservoir alarm date was (B)(6) 2015 at 3ml. The patient recovered without permanent impairment. The pump was used to infuse lioresal (baclofen). No intervention was reported for this event. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).